Event description:
Related manufacturer reference number: 2017865-2021-31009. It was reported that a patient presented to the clinic on (B)(6) 2021 complaining of chest pain. An echocardiogram performed which revealed that fluid was present around the heart, indicating a micro cardiac perforation caused by the patient's right ventricular lead. A pericardiocentesis was performed on (B)(6) 2021. Fluoroscopy was performed, which revealed that the patient's right atrial and right ventricular leads had dislodged. Both leads were explanted and replaced without further consequences. The patient was discharged post-procedure.